Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (15 mg/ml at 6.902 mg/day) and bupivacaine (15 mg/ml at 6.902 mg/day) via an implanted pump. It was reported that the patient was having an issue with their ptm (personal therapy manager). The patient stated that they were having the issue when attempting to get a bolus. Per the patient, it took forever and it would keep stalling and many times they would just quit and try again later. The reporter asked the patient if it got stuck on 90% and the patient said ¿yes¿. The reporter walked the patient through clearing the data and then asked the patient to call him in a few days to let him know how that was working. When the patient called him back, the patient said that it had seemed to be working better.